Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on their front chest from the lifevest equipment. Patient described the area as a black spot filled with pus. Patient reported itchy, swelling and scars under the lifevest. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Patient reported that the irritation is getting better.